Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in pieces, and with the helix was fully retracted. Helix photo taken and saved. Visual inspection found the distal portion was stretched, with buckling of the inner insulation. According to the finding and the anomalies of helix described in the event, it is likely that the inner insulation bucked causing during the time the lead re- positioned and that contribute to the complaint of helix functions.a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. The right ventricular (rv) lead was attempted to be revised due to pacing failure, but when the lead was pulled slightly before retracting the helix, the lead dislodged and a micro dislodgement prior to the revision attempt was suspected. The lead was repositioned but the helix was difficult to screw in to the myocardium and the lead could not be fixed firmly. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.